Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation, there was liquid contamination on the battery board and the d2 diode and the u13 cmos flash microcontroller on the bedside board were shorted. The cause for the failure was isolated to the contaminated battery board and the shorted components. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.